Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Customer has experienced leaks at the accu-chek tender head set at least 10 times with 3 different boxes. Customer states the leaks started occurring approximately 3 months ago. Customer discovered leak because his shirt would have a wet spot the size of a half-dollar at the site location. Customer would look through that clear window in the adhesive and could see insulin leaking at the headset underneath the adhesive. Customer also had high blood sugars in the 200s mg/dl and 300s mg/dl. Customer would change headset and self-treat with a bolus. Customer did not require outside assistance. Customer states leak contributed to high blood sugars. No adverse event reported. Customer has discarded all infusion sets that leaked. Replacements sent.